Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the following information were mistakenly reported incorrectly under the initial submission: - procedure type was primary augmentation - serial number has been correctly updated to 7356085-003 under field d4 -date of explant has been correctly updated to (B)(6) 2016 under field d6b also, mentor became aware that the patient underwent right side removal surgery on (B)(6) 2016 due to infection, and was re-implanted on (B)(6) 2017 with catalog number 3341452; serial number (B)(6). The patient was prescribed antibiotics in addition to having the device explanted, and that the infection cleared on (B)(6) 2017. Manufacturer¿s reference number: (B)(4) section a (patient's demographics), serial number under d4, explantation date under d6b

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right wound infection. (B)(4).

Event description:
This event is associated with the (B)(6) clinical trial, participant (B)(6). It was reported that a female patient with unknown age, race, and ethnicity underwent unspecified breast augmentation with 685cc mentor memoryshape breast implant on (B)(6) 2016 and experienced right side wound infection. As a result, the patient underwent explantation and replacement with catalog number 3341452; serial number (B)(4) on (B)(6) 2017.

Event description:
This event is associated with the mnt-men-15-003 clinical trial, participant 068-116. It was reported that a caucasian female patient underwent primary breast augmentation surgery with mentor glow study gel device 685cc mentor memoryshape breast implant on (B)(6)2016. Adverse event # 1. Infection, (right side, implant serial number: (B)(6). Date of implant: (B)(6)2016; date of explant: (B)(6)2016). On (B)(6)2016, she presented with infection, which required multipole irrigation through drain with gentamicin, marcaine and betadine. Adverse event # 2. Asymmetry, (right side, implant serial number:(B)(6). Date of implant: (B)(6)2016; date of explant: (B)(6)2016). On (B)(6)2016, she presented with asymmetry, which required implant removal on (B)(6)2016. Should additional information become available, this case will be re-assessed and notes will be updated.

Manufacturer narrative:
Per additional information received on december 2, 2022, event description has been updated under field b3 per clinician's review and codes have been added/updated under section h. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 30, 2023, mentor became aware that during the 5 year follow-up the patient reported dissatisfaction with procedure outcome. At this time, mentor has received very limited information regarding this event, based on the information provided in edc (imedidata), the patient also suffered wrinkling and asymmetry. Coding has been updated accordingly under section h on this form. Manufacturer¿s reference number: (B)(4).